Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The inspection and testing performed by service could not confirm or duplicate the customer¿s reported error codes, b30 and e216. The following defects were found during the device evaluation: the inner braiding of the insertion tube bending section was damaged. The angulation lock was loose. Signs of adhesive deterioration were observed at the distal end. The video connector was broken and scratched due to external factors. The universal cord was damaged. The light guide connector and light guide cover glass were scratched due to external factors. Several of the device components demonstrated scratches due to external factors. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the subject device exhibited error codes b30 and e216 (scope communication errors). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.